Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was showing replace generator message and the device was inoperable. It is unknown when patient lost effective therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.